Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a not compatible alert after receiving and attempting to use freestyle libre 3 sensors with an ilet system configured for libre 3 plus sensors; the pharmacy supplied the incorrect sensor model, and the user was educated on using bg run mode as needed. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem related to use of the device due to selection of a noncompatible sensor, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions.